Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and had a stripped battery coin slot, which prevented the battery from being changed. The customer did not know the blood glucose reading. The customer was unable to troubleshoot for the failed battery test alarm due to her inability to change the battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She noted that she only used the insulin pump to treat and did not have a back-up plan. She stated that she could feel her body tingling. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.